Event description:
Healthcare professional reported right side capsular contracture (grade IV), deformity, pain, change in the form of the breast characterized mostly for displacement and asymmetry, "[pain] made it impossible for patient to make certain daily movements and sleep", hardening sensation to palpation. The device has been explanted. Healthcare professional reported seroma upon explant surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture (grade unknown), deformity, pain. The device remains implanted.